Manufacturer narrative:
Pump passed displacement test, operating currents, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, unable to upload to carelink pro, problem isolated to the motherboard. Unit received with minor scratched display window. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that they were unable to upload software. Caller stated that the software was unable to locate the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.